Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. An event regarding excessive cobalt chromium level involving an unknown accolade tmzf femoral stem was reported. The event was not confirmed. Method & results: product evaluation and results: device evaluation could not be performed as no items were returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: device history review could not be performed because the device associated with this event was not returned nor was it properly identified. Complaint history review: complaint history review could not be performed because the device associated with this event was not returned nor was it properly identified. Conclusions: it was reported that patient had excessive levels of chromium and cobalt in his blood. The event could not be confirmed nor the root cause determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopedics. If devices and / or additional information become available, this investigation will be reopened. Device not returned

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2007 and the femoral head was explanted on (B)(6) 2016. It is further alleged that he suffered injuries as a result of implantation and explantation of the devices at issue, device recall and excessive levels of chromium and cobalt in his blood.